Event description:
The primary spinal fusion surgery took place on (B)(6)2024. The surgeon registered to l4 and l5 and accepted registration verification and proceeded to navigate. Four screws were placed with 7d navigation with no concerns throughout navigation. From intra-operative x-rays taken during the procedure after final rod placement, it was noted that the left l5 screw had breached the superior endplate and entered the disc space. The surgeon then decided to complete the surgery and schedule a revision procedure two days later. 7d surgical was notified that the revision surgery was complete on (B)(6)2024. On (B)(6)2024, 7d surgical was notified that the patient is stable and in good condition, as reported by this physician.

Manufacturer narrative:
The results of the software log analysis determined that the system and software performed in accordance with system and software design and performance specifications. Review of the software log shows that during registration verification, registration accuracy was not verified at l5 prior to accepting the registration and proceeding to navigate, not in accordance with the instructions for use.